Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted.

Event description:
It was reported that this patient was in the intensive care unit (ICU) and there was no further information regarding if the ICU stay was device related or not. The right ventricular (rv) lead had exhibited high out of range shock impedance measurements, measuring greater than 125 ohms. Latitude data were provided for review. Trending shows average shock impedance range is around 110 ohms to 120 ohms. Boston scientific technical services consultant recommended to increase the shock impedance limit to 150 ohms. No additional adverse patient effects were reported. This rv lead remains in service.